Event description:
A surgeon reports that the superior haptic of the intraocular lens (iol) broke during insertion. Enlargement of the incision was necessary to accomodate removal and replacement of the iol. The pt had an excellent outcome.